Event description:
Information was received indicating that a smiths medical pump had a constant no disposable clamp tubing during testing. There were no reported adverse events.

Event description:
Investigation completed on a smiths medical pumps/cadd legacy 1 pumps - 6400 summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 constant alarm no disposable was not able to be duplicated. Fluid ingressions were found on chassis base of occlusion sensor. This was caused by user use. Event log substantiated alarm and action was taken to replace down stream sensor. Device passed all functional testing.